Event description:
It was reported that during a surgical procedure at the user facility, a foreign material was found on the shield of the hood. It was reported that the foreign material looked like white glue. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, a foreign material was found on the shield of the hood. It was reported that the foreign material looked like white glue. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.

Manufacturer narrative:
During the visual inspection of the product, foreign material was found inside the sterile pouch. A manufacturing issue was determined to be a probable cause of the foreign material in the packaging. The hood is a single use product and will therefore not be returned to the user facility.